Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified wear abrasion, crease fold, brown particles, and an opening. Leak test was performed and identified an opening on the posterior side. A microscopic analysis was performed which identified a smooth crease opening on posterior side. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a crease smooth opening on posterior assessed a fold flaw opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.